Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the having issues with the sensor. Issues were blood at site and sensor reading. Troubleshooting was not performed due to it was a past event. Customer's blood glucose was 156 mg/dl. No further information reported.